Event description:
It was reported that the vns patient underwent surgery to reposition the device due to infection, pain, and migration. When the patient was opened, a lead fracture was observed. The patient¿s generator and lead were replaced during the procedure. The explanted devices have not been returned to date.

Event description:
The explanting facility discarded the explanted devices; therefore, no analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently did not include that the explanted devices were discarded. Evaluation codes, conclusions; corrected data: the previously submitted MDR inadvertently did not include that the explanted devices were discarded.

Event description:
Additional information was received stating that the vns patient did not develop an infection but presented with infection-like symptoms (redness and pain). The patient was referred for surgical consult due to migration. It is unknown what may have caused or contributed to the device migration. The patient was reported to be doing well following replacement surgery.